Event description:
The customer reported that during a procedure the vessel did not stay sealed. The tissue grasped was about 20mm and the jaw length couldn't cover the entire vessel. There was tissue in the hinge of the jaw where the vessel bled. The vessel was the inferior mesenteric artery. The patient has since recovered. There was no blood transfusion, delay in surgery, or conversion of procedure required. The surgeon resealed the vessel with the incident device and completed the procedure.

Manufacturer narrative:
(B)(4). The product sample was not returned to the post market vigilance laboratory for analysis. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The customer reported that sealed vessel did not stay sealed. Without the sample a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will re-open this investigation. Manufacturing non-conformance review could not be completed since the lot number is unknown.